Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left bundle branch (lbb) lead exhibited placement difficulty due to patient anatomy. In order to change the position with a high post-screw threshold to the myocardium, the lead body was rotated clockwise and removal was attempted. When the lead tip is shifted slightly toward the base, the tricuspid chordae tendineae was suspected to havegot entangled in the helix, making removal difficult. The lead was not used and capped in the patient due to the difficulty to remove the lead. No patient complications have been reported as a result of this event.